Event description:
It was reported that the t:slim x2 pump's battery would not charge unless the cable was held at a specific angle. There was no adverse impact on the customer's blood glucose level. The customer tried using a different charging cable, but the issue persisted. Customer continued to use the pump for insulin delivery.